Manufacturer narrative:
H2, correction: additional troubleshooting was performed a few days after the initial event. In the application under details, it stated that the breakout box (bob) had faulted. The manufacturer representative (rep) plugged in another bob from the other navigation system and connected without faults. The rep plugged in the complaint bob into another navigation system and received the same fault message. The rep ran print diagnostics and showed that the bob was faulted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A manufacturer representative went to the site to test the imaging/navigation system. It was reported that unspecified hardware parts were replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a localizer faulted message was received. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
The lot number of 9735825 was provided: 603002622. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that the emitter was reseated, but the message would not go away. The system was swapped out to finish the surgery.

Manufacturer narrative:
H2, correction: b5 updated. Company rep checked in g2 as they were also a report source initially. H3: the electromagnetic instrument interface was returned to the manufacturer for analysis. Analysis found that the returned unit was found to be defective as reported. The fault led was continuously red, resulting in a red status with no tracking in "lat." Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.